Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The tgi interface pcb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had to be rebooted several time before the system booted up properly prior to a case. No pt injury was reported.